Manufacturer narrative:
Per the tandem user guide: "do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level ranged from 50 - 300 mg/dl. Reportedly, customer alleged the low bg was due to the settings needing adjustment. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.